Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental medwatch created to correct previously reported investigation results under MFR # 0001038806-2021-00641-1 indicating the implant was placed at site #12 universal as it was actually placed at site #12 fdi.

Manufacturer narrative:
Product evaluation: one osseotite® tapered implant 3.25 x 11.5mm (nt3211) was returned for investigation. Visual evaluation of the as returned implant identified bone residue around the external threads due to usage. The device had no apparent signs of malfunction. The device could not be functionally tested for the reported events (bone fracture & bone loss). However, measurements were taken on (B)(6) 2021 using a caliper (ID: (B)(4); due date: (B)(6) 2021). Following dimensional analysis and comparison to drawings, the device was determined to be within design specifications. Pre-existing condition noted in the per was low bone density ¿ type iii. The reported device was intended for tooth #12 (universal) when the incident occurred. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: per the applicable IFU, under the section precautions, it is stated that improper technique can lead to implant failure and loss of supporting bone. DHR review: DHR review for the lot (2019060190) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019060190) for similar events (complaint category keywords: bone fracture & bone loss) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of events and patient anatomical condition were nonverifiable. Sections updated: b4: date of this report. G3: date pce and investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant trajectory had been deviated and a perforation has occurred in the vestibular table, leaving part of the implant exposed andcausing loss of primary stability. Bone fracture with bone loss, inflammation and pain reported. Implant was removed. The doctor reports that another implant was placed at another appointments.the dental position is: fdi 12.